Manufacturer narrative:
Updated bad to reflect the information within servicemax case (B)(4).

Manufacturer narrative:
Updated bad to reflect the information within servicemax case (B)(4).

Event description:
It has been reported that the device is failing self-test.